Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm suction irrigator instrument for failure analysis investigation. The instrument was analyzed and was found have broken snake wrist at the distal end causing the distal tip to be dislodged. As a result, of the distal tip being dislodged the trocar was removed with the instrument.

Event description:
It was reported that during a da vinci-assisted general ventral hernia surgical procedure, the 8mm suction irrigator instrument suction tip was broken and could not be removed from the patient. The customer had to remove the trocar with the suction in it and then remove the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.